Event description:
Reported (B)(6) 2009 to applied australia; reported to applied us (B)(6) 2009. "Ports being used for lap procedure retrieval of appendix out of the port. Surgeon noticed a black segment was on the tv screen. Valve on port broke through procedure. Surgeon noticed lost seal when instrument removed from port. Specimen jar with faulty product returned - cannula detached and not returned. Surgeon (dr. Liz whan) placed another lap forcep down the port to retrieve foreign object from the pt abdomen and was successful."

Manufacturer narrative:
Product has not yet been returned for evaluation. A follow up report will be issued upon completion of investigation.